Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a case of inconsistent flap energy and the laser stopped during a lasik flap creation. Upon follow up, the reporter relayed the flap was partially completed, and the patient was moved to a different laser for flap completion. Surgeon indicated he did not feel the patient was harmed and the outcome was very good.

Manufacturer narrative:
(B)(4). A site visit was performed by the field service engineer (fse) and was able to replicate both reported issues. For the system message, the fse replaced the power supply and returned the part for component level testing. However, the returned sample was tested and no problem could be found. The intermittent system lock-up issue was found to be related to a usb data save issue. The fse performed troubleshooting testing and addressed the issue with no parts needing replacement. The root cause of the inconsistent flap energy and incomplete flap could not be determined conclusively, as the returned sample met specifications. The root cause of the system lock-up issue can be attributed to a usb (universal serial bus) data save issue. (B)(4).